Manufacturer narrative:
Lifescan has requested the return of the subject lfs product for eval, but has not yet received it. If the lfs product is returned, lifescan will evaluate it and, if the lfs product does not pass inspection, lifescan will inform FDA of the results in a supplemental report.

Event description:
In 2008, the lay-user/pt contacted lifescan (lfs) alleging that the one touch ultramini meter is missing segments on the display. The pt indicated that the reported issue (missing segments) first occurred on the day before at 8 pm. Due to the reported issue, the pt reportedly took his diabetes insulin dose based on an unknown sliding scale measurement. Sometime after the reported issue began, the pt reportedly developed symptoms described as "thirsty and using the restroom." It is not known approximately how long after the product issue first occurred did the pt develop this symptom(s). The pt was reportedly tested on a backup meter and obtained a blood glucose reading of "430 mg/dl." The pt indicated that he did not receive any medical intervention because of the reported issue. It would have been helpful to know the patient's testing frequency, diabetes medication regimen, and the events leading to the aforementioned symptoms such as food intake, diabetes insulin doses, the duration of the patient's alleged symptoms and the readings obtained on the subject meter. During troubleshooting, the customer care advocate verified that the segments are missing from the display and the reported issue was not resolved with troubleshooting. This complaint is being reported because the pt claimed she had symptoms that can be suggestive of hyperglycemia after the reported issue began. Replacement products were sent to the pt.